Event description:
This MDR was filed in error.

Manufacturer narrative:
The device reported in this MDR is only distributed in the EU. The device reported in this MDR was not previously distributed in the USA. Moreover, there are no similar devices distributed in the USA from fei 3002808441.

Manufacturer narrative:
It is alleged that patient developed (tass) toxic anterior segment syndrome post surgery.

Event description:
It is alleged that patient developed (tass) toxic anterior segment syndrome post surgery.